Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted in the patient¿s aortic position. Simultaneously, an ascending aorta replacement was performed. On (B)(6) 2018, the patient had follow-up and showed no symptoms of aortic stenosis or aortic regurgitation. The patient had been in stable condition postoperatively. On (B)(6) 2018, the patient¿s condition worsened and hospitalization was required. Aortic regurgitation was diagnosed and on (B)(6) 2018, the valve was explanted. Upon explant, pannus ingrowth was confirmed to exhibit circumferentially on the sewing cuff. One of the cusps had a tear which widely appeared from the stent post toward the nadir. The surgeon did not believe there was a relationship between the tear to the pannus ingrowth as the circumference pannus was reported to be only on the sewing cuff. A carpentier-edwards perimount magna ease aortic heart valve (size unknown) was implanted as the replacement. Reportedly the patient has a medical history of hypertension.

Manufacturer narrative:
An event of aortic stenosis and regurgitation was reported. Morphological and histopathological examination revealed leaflet 3 was torn from stent post 1. There was circumferential fibrous pannus ingrowth on the inflow surface which encroached onto the base of all three leaflets, which was also found on the outflow surfaces of leaflets 1 and 2. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, stenosis and regurgitation are consistent with circumferential pannus ingrowth and a torn leaflet. Inflow and outflow pannus is congruous with an altering of leaflet stress, contributing to the tear. The patient had a history of hypertension.